Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware cloud - cgm sensor type.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for longer than 48 hours. The patient reports having a knot at the pod infusion site with purulent discharge. In addition, the patient reports having redness and pain at then pod infusion site. The patient reports they had gone to their doctors office and was prescribed on oral and topical antibiotic.